Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, diagnosis and name of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot #? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Was any deficiency or anomaly of the mesh? If yes, please describe it. When was the mesh exposure first noted by a physician? Mesh exposure site/location and diagnostic confirmation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Describe any medical/surgical intervention for exposure including dates and surgical findings? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced a small 1cm vaginal exposure of mesh. Additional information has been requested.